Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient presented with an inability to fully inflate his inflatable penile prosthesis (ipp) on (B)(6) 2021. Three months later, an ipp replacement surgery was performed and it was noted that there was no fluid in the old system which caused the failure of the prosthesis. It is uncertain where the leak occurred. There were no patient complications and the patient was doing well following surgery.